Manufacturer narrative:
Based on the claim against the product by the customer noting arcing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found thermal damage on the monopolar yaw pulley. Further investigation found that the instrument had a broken conductor wire at the weld, likely causing the yaw pulley to have thermal damage. Thermal damage was observed near the weld where the conductor wire was found broken. The root cause of this failure is attributed to device design. These observations are related. The instrument failed the electrical continuity test. Further investigation identified unrelated failures. The instrument was also found to have damage to the conductor wire's insulation. The wires were found to be exposed outside of the insulation due to the wire breakage. The root cause of this failure is attributed to component failure. Lastly, there was also thermal damage found on the conductor cap which is attributed to mishandling and misuse. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: fae stated that they don¿t see any evidence of thermal damage or any damage to the conductor wires. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by a clinical development engineer. The following additional information was provided: in the first video, a very minor arc at around time stamp 0:11, when the surgeon activates coag function was noted. The arc is seen in the yellow plastic overmold. And towards the end of the video it seems customer were trying to show that with the fbf instrument. In the second video, the instrument was inserted around 00:08 and seems like they cleaned the debris on the hook before re-inserting the instrument. At around 00:29 it looks like there was another small arc near the tissue and plume can also be visualized. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked and smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had sparks appear and black smoke was emitted. The procedure was completed using a backup permanent cautery hook instrument. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no note of damage. There was no damage observed on the surface of the instrument, but the internal color of the yellow plastic turned black. Sparks appeared inside of the yellow plastic which was observed by the chief surgeon, their assistant, and the nurse. The instrument was connected properly to the generator. It is unclear how long the instrument was in use prior to the event. A fenestrated bipolar forceps and cadiere forceps instrument were in use when arcing occurred. There was no instrument collision, no contact with tissue, and no contact with staples, clips, or sutures when the instrument was energized. The jaws were not immersed or contaminated by bio debris prior to activating the instrument. There was no injury to the patient and the patient has not returned to the hospital due to experiencing post-surgical complications.